Event description:
It was reported that, during a procedure, the console device displayed error 58 and error 270 and stopped working. The procedure was canceled. It was later reported that it turned out to be a user error, the key was not turned on properly and the event had resolved. No patient complications were reported. This event is being reported for a cancelled procedure with the patient under sedation or sedation status unknown.

Manufacturer narrative:
Based on the available information, the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, troubleshooting was performed over the phone, and it was determined that the key was not turned on properly. The cause that contributed to the reported error messages and stopped working was due to the key not turned on properly. Once the key was turned to the on position the console was working as intended. The reported error messages and console shutting down cannot be confirmed.

Event description:
It was reported that, during a procedure, the console device displayed error 58 and error 270 and stopped working. The procedure was canceled. It was later reported that it turned out to be a user error, the key was not turned on properly and the event had resolved. No patient complications were reported. This event is being reported for a cancelled procedure with the patient under sedation or sedation status unknown.

Event description:
It was reported that during a procedure the console device displayed error 58 and error 270 and stopped working. The procedure was canceled. There was no reported permanent impairment or injury to the patient. This event is being reported for a cancelled procedure with the patient under sedation or sedation status unknown.